Event description:
Plastic tip of IV bag tubing broke off in connector piece (clave/hub) of IV extension tubing. Type of extension tubing does not allow for clave to be changed, required IV and IV bag/tubing to be discontinued and replaced. Manufacturer response for clearlink system, solution set with duo-vent spoke, clearlink system, solution set with duo-vent spoke (per site reporter). Emailed rep.